Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and is cracked. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Device has a potential filed age of 5 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial knee procedure the trial poly broke. There was no impact to the patient.